Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The fault was determined to be an intermittent blade failure. The blade was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a ranger gvl 3, there was no video. A delay in the procedure of unknown duration occurred as a ranger back-up device was obtained. No harm to patient or user was reported.